Event description:
A 6060 was programmed in the autoramp mode with a max rate of 72.7 ml/hr, upramp 0:01, downramp 1:00, vtbi 690 ml. The bag is overfilled by approximately 50 ml. Tpn was being infused to a pt. The bag ran dry early. There was no injury to the pt.